Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found transfer guard no leakage anomaly during filling. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the plunger pulled back, the insulin was pushing out from the top with its own pressure. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the issue occurred when they tried to fill the insulin reservoir with new vial. Customer stated that the second reservoir was working fine. The reservoir will be returned for analysis.